Event description:
A nurse reported dull blades were experienced during surgery. Each procedure was completed with the same knife and there was no pt impact.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. The root cause is unk. (B)(4).